Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by an emergency room physician that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 29 mg/dl at the time of the incident. The customer was at 180 mg/dl at the time of the call. The customer was given intravenous glucose and glucagon to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the next of kin declined. The customer gave themselves 40 units of insulin to treat for a high within 2 hours.. The insulin pump will not be returned for analysis.